Manufacturer narrative:
"An investigation could not be performed as the lot number associated with the reported event was not identified. Without a lot number, a review of device history records or production-specific data could not be conducted, thereby limiting the ability to perform a thorough root cause investigation. Based on the limited information provided, the reported product complaint could not be confirmed. Given the absence of a lot number and insufficient complaint details, no definitive conclusions can be drawn regarding the reported event. The complaint will be monitored and trended as part of the post market surveillance program to identify any potential recurrence or emerging trends.".

Event description:
"Wcq received an e-mail from the ethicon risk manager team stating the following: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and tvt was implanted. It was reported that the patient experienced stress urinary incontinence and painful intercourse. No additional information was reported.".

Manufacturer narrative:
Additional information: a3, d5, e1, e3, g4, h6, h11 investigation results: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing number is (B)(4).